Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 the root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.

Manufacturer narrative:
H3. Device evaluation: customer reports of leaflet tears and degeneration were confirmed. Leaflet tears in the as received condition may lead to regurgitation. X-ray demonstrated wireform intact and minimal calcification on leaflets 2 and 3. Leaflet 3 had a 9mm tear near commissure 3 and a 7mm tear near commissure 1. All three leaflets were thickened and swollen near the commissures. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Sewing ring was cut around leaflet 2 near commissure 3. H10. Additional manufacturer narrative: updated sections d4-expiration date, h3, h4, and h6 (device codes, type of investigation, findings). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received notification that a 25mm 3000 valve was explanted from the aortic position after an implant duration of 10 years and 11 months due to leaflet tears secondary to degeneration leading to regurgitation. Patient had a history of dyspnea associated to nyha ii symptomatology. Per medical opinion, this valve failed prematurely. A 25mm inspiris resilia valve was implanted in replacement. The patient was in the ICU suffering from left hemiplegia and under further neurological evaluation.

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. It is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Once additional information is received, a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that a 300025mm valve was explanted from the aortic position after an implant duration of 10 years and 11 months due to leaflet tears secondary to degeneration leading to regurgitation. Patient had a history of dyspnea associated to nyha ii symptomatology. A 25mm inspiris resilia valve was implanted in replacement. The explanted device was returned for evaluation.